Event description:
On (B)(6) 2016, the manufacturer was notified of the following from the persist registry: a perceval valve was implanted via mini-sternotomy on (B)(6) 2016. On the same day, the patient experienced an av block iii and a pacemaker was implanted on (B)(6) 2016. The patient was discharged on (B)(6) 2016.